Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, proximal conductor blood/body fluid (not obstructed), outer insulation breached cut and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, apparent explant damage, all conductors distorted and blood/body fluid (not obstructed), outer insulation cosmetic esc and breached cut. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. (B)(4) no anomalies found.

Event description:
Review of manufacturer's database indicated that the patient had died approximately 11 months following device replacement. The cause of death has been requested and not received. It had previously been reported that the right ventricular lead had high impedances and a suspected fracture. "Since left side was occluded and patient didn't want access from anywhere else, we reconnected lead to device and turned off vt/vf detection."